Event description:
It was reported that the patient was seen with high impedance. Information was later received that the patient underwent x-rays in which a lead fracture was visualized. These x-rays are not available for the manufacturers review. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that the patient had their device disabled, and an rns (competitors product) placed. No other relevant information has been received to date.

Event description:
The date of device disablement was provided.